Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced low glucose with a reported value of 62 mg/dl while using the ilet and had been frequently pausing insulin delivery to avoid additional dosing during physical activity and not announcing meals, which constituted a use-of-device problem. No adverse clinical symptoms associated with hypoglycemia reported. Outcomes included the need for oral glucose to treat the event. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem and that the cause was related to user actions rather than a device component issue. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.